Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed cable located at the distal idler pulley. The frayed cable section was approximately 0.27 in length. There was no damage found on the pulley. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that the mega suture cut needle driver instrument was not function properly, little filaments were sticking out. No patient harm, adverse outcome or injury was reported.